Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) worked with the customer support center to resolve the issue through a windows update. Communication was verified successfully. The system functioned as intended after field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. Additionally, they shut down the station by unplugging the power cord from the back of the station and waited for 2 to 5 minutes and then reconnected the power plug and turned the power on, still issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.